Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and suture was used. Approximately two-months post-operatively, the patient experienced inflammation reaction in the suture of the subcutaneous tissue. An operation will be performed after irrigation of the wound. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch: hdz031. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria.